Event description:
Additional information stated the patient was "ok and receiving effective therapy."

Manufacturer narrative:
Product ID: 39565-30 lot# serial# unknown, implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported contact 10 had an impedance of over 40000 ohms. Intermittent stimulation and stimulation in the wrong location, around the implantable neurostimulator (ins), was reported. Contact 10 was reported to have been "working in a random way," sometimes having an impedance issue and sometimes not. As a result of the event, reprogramming was performed and contact 10 was not used in programming. Additional information was requested but was not available as of the date of this report.